Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated the insulin pump was damaged. Customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis